Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, which resolved the issue without recurrence. The customer was advised to fill and load a new cartridge and to contact support again if any further malfunctions occur. No additional follow-up from technical support was required, as the customer understood the instructions provided.